Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2011 and the femoral head was removed and replaced. No details regarding reason for revision were provided.